Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: per medical records (B)(6) 2001: the patient underwent cat scan of lumbar spine and CT reconstruction 3d, due to back pain and radiculopathy. Impression: extensive postoperative changes from l4 to s1. A combination of posterior and right lateral disk bulge with bilateral facet arthroplasty and ligamentum flavum hypertrophy producing a moderate degree of the thecal sac deformity and a moderate degree of bilateral foraminal stenosis. Lesser degrees of foraminal stenosis noted at the lower lumbar spine. At t12-l1, a moderate sized left paracentral disk protrusion produces a moderate degree of left ventral lateral thecal sac deformity but no significant foraminal stenosis identified. (B)(6) 2001: the patient underwent x-ray of spine due to back pain. Impression: interval re-operation with inclusion of the l3 level within the posterior fusion which extends from l3 to l5. (B)(6) 2002: the patient underwent CT and myelogram of lumbar spine due to lumbar pain radiating down the left leg. Impression: 1. Status post fusion of l3, l4 and l5 vertebral bodies with normal alignment. 2. At t12-l1, there is no significant central canal or neural foraminal stenosis. (B)(6) 2003: the patient presented with pain in his back, pain down both legs, and pain down the side of his thighs into the medial knees. Flexion extension x-rays revealed that he angled forward and slipped forward a little bit at the l3-4 level and was unstable. (B)(6) 2003: the patient presented for an office visit with pain above his iliac crest at l3-4 level and some pain down his left leg, on the side of thigh, going across knee. CT scan was reviewed which revealed fusion posteriorly at l4-5 and l5-s1, not fused bone at l3-4 level, pseudoarthrosis and some forward angulation at the disc. 23 dec 2003: the patient presented with back pain coming from the mid lumbar spine and pain down the left leg, mostly in the front of the thigh. Impression: 1. Left lumbar radiculopathy, from the 3-4 disk. 2. Pseudoarthrosis l3-4 with severe back pain, leg pain worse than back pain. (B)(6) 2003: the patient was admitted with the following diagnosis: l3-4 pseudoarthrosis with degenerative joint disease and low back pain with bilateral l3 radiculopathy. He underwent the following procedures: 1. Single sitting 360 degree circumferential l3-4 arthrodesis with separate anterior posterior approaches. Stage I: a. L3-4 alif anterior lumbar interbody fusion with lt cages using rhbmp-2 bmp within the cages. B. Left retroperitoneal approach. Stage ii: a. Posterior l3-4 posterolateral arthrodesis using rhbmp-2and bone graft. B. L3-4 nonsegmental pedicle screw fixation with m8 system - four screws and two rods. C. Exploration of previous fusion. Per op notes, the double-barrel lt system was used and inserted in the disc space. The disc at l3-4 was reamed out for the cages in the double-barrel technique to a depth of 29 mm, and then placed two cages side by side using the 16 mm x 23 mm cages. These cages were placed in excellent midline position as judged by the ap films. They were counterstruck to 3 mm. The windows of the lt cages were curetted from the endplates, and then copiously irrigated the wound with bacitracin irrigation. Once this was performed, the b mp/rhbmp-2 sponges from the medium kit were placed in the lt cages bilaterally. Also, pedicle screws were placed under fluoroscopy to l3-4 and l4-5 bilaterally using intraoperative fluoroscopy. All screws appeared to have excellent purchase. 6.5 x 45 mm screws were placed bilaterally in l3-4 pedicles. Two precontoured 40 mm rods were placed over the polyaxial screw heads and locking screws secured in standard fashion. The wound was copiously irrigated with bacitracin irrigation at this stage. Then, the transverse processes of l3-4 were decorticated bilaterally and then a combination of bmp, rhbmp-2 and bone graft was rolled up in a sponge and placed bilaterally to effect an l3-4 arthrodesis bilaterally. No patient complications were reported. (B)(6) 2003: the patient underwent fluoroscopy in performance of a procedure of anterior fusion, l3-4. The patient underwent diagnosis of lumbar spine due to lumbar fusion. Impression: 1. Intraoperative views demonstrate anatomic alignment of the lumbar spine following l3-l4 fusion and discectomy. (B)(6) 2004: the patient complained of left lower extremity pain. He underwent CT scan of lumbar spine due to low back pain. Impression: recent posterolateral pedicle screw fixation of l3-4. Interbody cage, l3-4. Previous fusion of l4-5. (B)(6) 2004: the patient was discharged home. (B)(6) 2004: the patient underwent CT of lumbar spine due to bilateral hip and thigh numbness, left greater than right, burning on the left foot. Impression: large midline laminotomy l3-4 through l5-s1 with no evidence of spinal stenosis or misalignment. Posterior pedicle fusion l3-4 with replacement of pedicle screws at both the l3 and l4 levels; the right l3 pedicle encroaches upon the right lateral recess; the left pedicle screw at the l3 level extends through lateral cortex of the pedicle. No evidence of posteriorly displaced bony fragments, recurrent disc herniation or other focal abnormalities. (B)(6) 2004: the patient presented for follow-up with back pain, bilateral leg pain, left greater than right, into the lateral thigh and lateral portion of his lower leg in both the left l4 and l5 distribution. He also had some bilateral groin pain. X-rays revealed good position of lt cages with good restored lordosis; poorly placed pedicle screws on both the right and left side at l3 pedicles. The right l3 pedicle screw was medial in the canal and the left pedicle screw was through the pedicle and then lateral to the pedicle in the ventral aspect of it. (B)(6) 2012: the patient underwent MRI of lumbar spine due to chronic low back pain, bilateral leg pain and weakness and numbness of left leg. Impression: 1. The right l3 pedicle screw appears to encroach into the right lateral recess at the expected location of the fight l3 nerve. Interbody fusion at l3-l4; wide posterior laminectomies at l3-l4 through ls-s1. Degenerative disc disease at t11-t12 through l4 l5. Moderate sized central posterior disc herniation at t12-l1 is seen slightly displacing the underlying tip of the conus of the spinal cord. There is mild right and left lateral recess narrowing at l1-l2. (B)(6) 2012: the patient underwent MRI of thoracic spine due to degenerative disc disease in the cervical and thoracic spine and chronic upper and back pain and neck pain, bilateral leg pain and weakness, left leg numbness. Impression: 1. Degenerative disc disease at t5-t6 through l1-l2. 2. Moderate sized posterior disc herniation at t12-l1. He also underwent MRI of cervical spine. Impression: degenerative disc disease at c3-c4, c4-5 and c6-7. Moderate left neural foraminal stenosis at c6-c7 at the site of the left c7 nerve. No disc herniation or spinal cord compression. (B)(6) 2012: the patient presented with right leg pain. He also had complaints of right leg weakness and pain in his right buttocks going down the posterolateral thigh on the right. The pain went below his knee and he had numbness in the last 3 toes. The pain also went down into the anterior shin. The patient also complained of back pain through his entire lower and upper lumbar spine. He had burning sensation in the right posterior chest. Sitting, laying down and walking made the leg pain worse. Assessment: lumbar disc displacement; lumbar radiculitis. (B)(6) 2012: the patient underwent CT of lumbar spine with myelogram due to lumbar radiculopathy. Impression: no marked interval change in appearance of the lumbar spine; large focal disc extrusion at the t12-l1 level causing moderate spinal canal stenosis. He also underwent x-rays of the lumbar spine. Impression: lower lumbar decompression and fusion without evidence of hardware complication moderate degenerative disc disease at l1-2 and l2-3. 3. Mild retrolisthesis at l2-3, with mild motion between flexion and extension. (B)(6) 2012: the patient presented for office visit with lumbar spine pain. He also had weak quadriceps, a weak hip flexor, and a decreased knee jerk on the left side. MRI and CT scan were reviewed of lumbar spine. He had a fusion from l3 to the sacrum. The screw on the right side was medially placed at l3. He had a little lateral stenosis. He also had a disc extrusion at the t12-l1 level in the midline which was touching his copus. (B)(6) 2013: the patient presented for pre-op visit with low back pain. The patient also had some pain in his hip when rotated medially. Assessment: pain in both legs; weakness in hip flexors and the quadriceps on the left. (B)(6) 2013: the patient underwent x-rays of the chest due to preoperative evaluation for back surgery. Impression: no acute cardiopulmonary process. (B)(6) 2013: the patient was admitted with the diagnosis: left l3 radiculopathy and medial placement of previous pedicle screws on the right. He underwent removal of pedicle screws bilaterally at l3-4, left sided medial facetectomy and discectomy, non-instrumental fusion, left side l2-l3. No complications were reported. (B)(6) 2013: the patient was discharged home in stable medical condition. (B)(6) 2013: the patient presented with pain. He also complained of numbness and tingling in bilateral lower legs. (B)(6) 2013: the patient underwent x-rays of the lumbosacral spine due to low back pain. Impression: 1. Postoperative changes. 2. No acute abnormality identified. (B)(6) 2013: the patient presented with left leg pain and weakness of quadriceps. (B)(6) 2013: the patient underwent MRI of lumbar spine due to left leg pain. Impression: extensive midline laminectomy with anterior fusion l3 through l5; no evidence of recurrent disc herniation. Large stable central t12-l1 disc protrusion impinging the ventral portion of the tip of the conus. 6x6 mm solid nodule, intradural extramedullary, with differential between meningioma and schwannoma at the l3 vertebral body level. (B)(6) 2013: the patient presented for an office visit for left leg pain. MRI revealed small meningioma at l3 on the left side close to the midline. A 6mm round nodule was present at the l3 level, which appeared to be schwannoma of a nerve root of the cauda equine likely in the left l5 nerve. (B)(6) 2013: the patient presented with left leg pain. MRI was obtained, which revealed good decompression at the l3-l4 level; however, he had a small mass on the posterior side intradurally. (B)(6) 2013: the patient underwent MRI of lumbar spine due to neoplasm. Impression: probable intraspinal left l5 nerve schwannoma. (B)(6) 2014: the patient underwent MRI of lumbar spine due to neoplasm. Impression: 1. No significant interval change with stable 5mm enhancing rounded nodule at the l3 level. 2. Stable appearing large focal disc protrusion at the t12-l1 level abutting upon and slightly displacing the ventral aspect of the conus causing mild to moderate spinal canal stenosis. (B)(6) 2014: the patient presented for office visit with low back pain. MRI was reviewed which revealed large decompression from l3-4 to the sacrum; midline disc at t12-l1 level. The patient also had complaints of pain and limited range of motion in right shoulder.